Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that prior to a novasure endometrial ablation a curettage was performed. The novasure device was inserted and did not expand beyond the 2.5 minimum width. The physician removed the device and confirmed that the array did expand outside the patient cavity. The device was reinserted and the physician expanded the array meeting a width of 4.0, however the cavity integrity assessment (cia) test failed. Trouble shooting was completed without success. The device was removed and the cavity was viewed by hysteroscopy where a perforation at the midline fundus was noted. No treatment was provided and the patient was discharged home the same day.